Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. Eight days after the event onset, the patient was hospitalized. The cause of, and treatment details of the event were not reported. Extraneal and physioneal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.